Manufacturer narrative:
It is noted the date of event is approximate.

Event description:
The consumer reported poor communication screen. It was reviewed for the patient to place the patient programmer directly over the implantable neurostimulator (ins) on the skin and sync with the ins. This had not resolved the issue. It was indicated there was bladder symptom return "about 6 weeks ago." It was indicated the patient also had other neurological issues since (B)(6) 2015. The patient was diagnosed with small fiber neuropathy about 2 months ago (2016). The patient questioned if there was any connection between the implant and the small fiber neuropathy as the patient was not sure. The patient's indication for use was urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.